Event description:
It was reported that during a da vinci s surgical procedure, the customer experienced a non recoverable system error code #23. With the assistance of an isi technical support engineer (tse) the site powered down the system and cleaned the surgeon side cart (ssc) and patient side cart (psc) fiber cable, however, when the system was restarted system error code #297 appeared. The tse had the site emergency power off the surgeon side cart (ssc) and reset the breaker multiple times, however, the system error code #297 continued to occur. Approximately 1 hour into the procedure, the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluding that the system error codes #23 and #297 experienced by the customer were associated with a patient side manipulator (psm) embedded serializer set up joint (essj). The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The essj is the printed circuit assembly (pca) inside a system arm that monitors the encoder for each of four joints and their associated backup potentiometers. The system was repaired by replacing the affected psm's essj. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code #23 is reported by software to denote communication faults in the low voltage differential signal carrying information about the psm. In the event of these communication issues, the system records the fault and transitions to a safe state. The essj was returned to isi for failure analysis investigation. Engineering confirmed the customer reported a problem and found the essj did not communicate correctly with the psm or system. The essj inductor was found to be cracked and therefore was replaced to repair the essj. As of september 17, 2009, there have been no reported recurrences of the issue at this hospital.